Event description:
This 13 year old had a pacemaker inserted in 1982 in puerto rico which was replaced in 1991 in buffalo due to complete heart block. The patient was evaluated at this facility on 1/3/94 for dizziness and near syncope. Patient admitted 1/3/94 for pacemaker revision as the ventricular lead in the patient's pacemaker is under health and safety alert, and it could fail. On 1/5/94 a new ventricular lead was implanted. The old ventricular lead is to be sent to the manufacturer.upon removal, pacemaker lead noted to be discolored.